Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic for a routine device follow-up. After interrogation, it was noted that patient received multiple alerts for ventricular noise revision. Electrograms showed noise on ventricular lead. The right ventricular lead sensitivity was increased per the physician's recommendation to prevent sensing noise. The patient was not symptomatic and did not pace in the ventricle so the physician elected to continue to monitor the lead. The patient was stable during and after examination.